Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: corrected: h6 product complaint # ==> (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot ==> null device history batch ==> null device history review ==> null if information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint description: new (B)(4) record created in order to update (B)(4) (legal system) complaint number (B)(4). Reason for original complaint ¿ patient was revised to address disassociation of the liner from the cup. The tissues were a very dark charcoal color. It was reported that the screw was not countersunk in the cup at the time of implantation, causing the liner to never have been properly sealed. Update 6/25/2012 - the complaint has been reopened because x-rays have been received. Update 10/25/2012- litigation papers received. In addition to previously reported allegations, it is alleged that the patient suffers from pain, loosening, and metallosis. An unknown device has been added to ensure coverage for alleged loosening. Update: 02/06/2017 (transfer (B)(4)) pfs and medical records received. After review of the medical records for MDR reportability, alleges following primary index surgery that she could not lift her right leg, even after physical therapy. Alleges also fibromyalgia, headaches, stiffness, irritable bowel syndrome, restless leg syndrome. Following revision surgery, alleges sensitivity to cold in her right buttock. MRI and x-rays are negative for evidence of loose prosthesis. MRI of lumbar spine indicates mild multilevel degenerative disc disease with no significant central spinous or neural foraminal stenosis. Revision operative note indicated the presence of "significant metallosis". Upon exposing the hip, it was noted that the metal "liner was mobile", not locked into the cup. Examination of the cup identified no significant damage, and found "the screw was a little prominent and there was question whether it had just never fully seated". Screw could not be removed or seated better, so screw head was removed with a high speed bur to below level of the inside dome of the cup. Unable to seat and lock the first new polyethylene liner after making multiple attempts. Tried a second liner and it was noted that liner "locked in place so nicely, it was tested and seemed solid". Cup and stem were solid, with only the original metal liner loose. Added the first polyethylene liner that failed to seat and lock properly, and the acetabular cup, to the complaint. It was not reported to have caused an increased surgery time so no injury resulted, therefore MDR no for both. The previously reported unknown device will be voided as there was no product loosening, apart from the already reported metal liner. Added metallosis patient harm, and implant dissociation and implant screw not seating product harms.